Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant ii stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endoanchors were being used for repair of a type ia endoleak. It was reported that the 22cm aaa heli-fx guide appeared to be slightly distorted once removed from the patient following the procedure. It was rucked up on the inner curve of the deflected steerable guide. This made it difficult during the procedure to advance the applier. The event was resolved at the time of the procedure by removing and advancing applier during the case. It was also reported that heli-fx applier had difficulty retrieving the anchors in the cassette. The physician could not determine if this was product related or user error upon attempts to pick up an anchor. It did happen with the second applier that was opened which is a different lot number. The type ia endoleak did not resolve fully. The physician successfully implanted all the required endoanchors and the endoleak did not fully resolve. Onyx embolic agent was also used following the anchors in an attempt to further resolve the type ia endoleak. On angiogram, the leak was not fully resolved but it was significantly reduced after the onyx. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.